Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that while he was asleep he experienced a hypoglycemic event. Paramedics were called and patient's bg was measured at 26 mg/dl while cgm was displaying a glucose reading error symbol. Dexcom technical support has been trying to collect more information in regards to the event but has not been able to reach patient.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.